Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads, and the internal drive feature was occluded with additional debris. The product matched print specifications where measured against drawing pd-tsvwb11 rev k (digital caliper; cal 3736; (B)(6) 2019). No pre-existing conditions were noted on the per. The reported product was located on tooth # 2 and was removed the same day. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 64097141. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (64097141) for similar cause and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported events (lack of primary stability + perforated sinus) or product (tsvwb11). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight: unknown. Reporter's last name: unknown. Additional 510k number: k013227.

Event description:
It was reported that the implant (tsvwb11) did not have primary stability and perforated the sinus. The procedure was not completed with another device. Tooth location 2.